Event description:
It was reported by the patient's relative that the implantable cardioverter defibrillator (ICD) was making a beeping sound. The patient was advised to go to the emergency room. It was found that the device experienced an electrical reset due to an interruption in power supply. Recommended replacement time (rrt) had triggered. The reset was cleared and the device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The battery was observed to be severely depleted. Analysis demonstrated that the device was fully functional and no new power on resets (por) were generated when externally powered. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Further analysis of the battery was conducted. Lithium (li) anode separator breach in was found in one segment, adjacent to the cathode tab and exposed cathode material. Deposited li extended from this separator breach, plating across the top of the coil where it contacted the cathode tab. A review of the manufacturing data found no anomalies or irregularities noted during the manufacturing of the cell and the battery passed all inspections and electrical testing. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. A power on reset (por) occurred on (B)(6) 2016. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri)/recommended replacement time (rrt) on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.